Event description:
It was reported by service report that the side rails had no up/down functions working. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: siderail cables.